Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) with "varible" angle locking compression plate (va-lcp) for distal radius fractures. When the surgeon tried to insert a va locking screw to a distal hole on the radius side of an unknown plate, the torque was not generated. At that time, the surgeon used a "varible" angle sleeve and varied angle of screw insertion within the permissible range of the angle. The surgeon attempted to insert it several times without success. The surgeon changed the locking screw but the problem was not fixed. Eventually, the surgeon gave up inserting the screw at the hole. The plate was fixed with screws at the other holes. The surgery was completed within a thirty (30) minute delay. There was no adverse consequence to the patient. Concomitant devices reported: unknown va sleeve (part# unknown, lot# unknown. Quantity 1). Va screws (part# unknown, lot# unknown. Quantity 3). This report is for one (1) 2.4mm ti va-lcp 2-col dstl rad pl nrw 6h hd/2h shaft/rt-ster this is report 3 of 3 for (B)(4).

Event description:
It was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) with varible angle locking compression plate (va-lcp) for distal radius fractures. When the surgeon tried to insert a va locking screw to a distal hole on the radius side of the plate, the torque was not generated. At that time, the surgeon used a varible angle sleeve and varied angle of screw insertion within the permissible range of the angle. Then, the surgeon retried to insert it several times, but he could not succeed. So, the surgeon changed the locking screw to another one, but the problem was not fixed. Eventually, the surgeon gave up inserting the screw at the hole. The plate was fixed with screws at the other holes. The five (5) screws out of six (6) distal screw holes were inserted and more than three screws captured the distal bone fragment. The surgery was completed within a thirty (30) minute delay. The surgeon commented after post-operative x-rays that the fixation is fine. There was no adverse consequence to the patient. Concomitant device reported:: unknown va sleeve (part# unknown, lot# unknown. Quantity 1), unknown va screws (part# unknown, lot# unknown, quantity: unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description. Patient code 3191 used to capture additional medical/surgical intervention required. Corrected concomitant devices. Date rec¿d by MFR: the incorrect date rec¿d by MFR date was inadvertently utilized in initial medwatch. The correct date is january 10, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.